Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they didn¿t know what actions/interventions were taken to resolve the seizures as they were unaware of the event as the patient was no longer under their care after moving out of state. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller is the wife of the patient and reported that their husband had 3 consecutive seizure events. They were told by the care provider at their assisted care facility, and the caller wanted to know if seizures were associated between dbs and if they should turn off stimulation. The information was reviewed. There were no further complications reported.